Event description:
On (B)(6) 2018, pt consented for a laparoscopic tubal ligation with fallopian rings. When procedure was started, it was noted pt had a large hemorrhagic cyst on the left ovary which left a lot of blood in the pelvis. Left ovary was removed and fallopian rings on. We also had our assessment bag we were using. When it was put through the trocar to remove the cyst and ovary, the bag separated from the deployment device when placed in the abdomen. Abdominal area examined, pt is fine - no injury. Bag was taken out, labeled and marked then turned into the appropriate staff.